Manufacturer narrative:
Investigation summary: bd received 54 samples for investigation. 20 samples were randomly selected and evaluated by functional testing. The indicated failure mode for 'underfill' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 54 times. The following information was provided by the initial reporter. The customer stated: "during use of the tubes, the tubes were found to have low draw issues.